Event description:
It was reported that an ilet pump touchscreen was cracked following a truck-related accident, and the device was subsequently replaced while the original remained functional but no longer watertight. Symptoms included no reported impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and continued ability to use cgm through a separate app or receiver. Investigation included collection of user reports, request for photographs, and device replacement logistics with instructions to shut down the damaged unit and return it. Investigation of this case revealed physical damage to the touchscreen component consistent with external impact, rendering the enclosure compromised and necessitating replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.